Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported a consumer had his implantable neurostimulator (ins) originally inserted in (B)(6) 2016, relocated on (B)(6) 2017, and it was then switched on on (B)(6) 2017. It was noted that the device was relocated (lowered and repositioned) because it was sitting too high on his iliac crest causing discomfort when sitting and bending. There were no further complications reported and/or anticipated.